Event description:
Two maxon suture needle tips broke while in use by surgeon. All pieces found and counted. Charge rn retrieved same lot number box the sutures were pulled from off the storage shelf. Supervisor on call was made aware of near miss. Ref report: mw5161066.